Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a left middle cerebral artery (lmca) infarct on (B)(6) 2019. It was later reported that the patient was diagnosed with a chronic left middle cerebral artery infarct with residual word finding difficulty and subtherapeutic international normalised ratio (inr). The diagnostic test utilized to find the stroke was a computed tomography (CT) scans. The patient had dysarthria with left upper and lower extremity weakness, a neurology consult, intravenous heparin, and a rehab consult. There was no evidence of acute intracranial hemorrhage, new infarcts, mass effect, midline shift, hydrocephalus, brain herniation, or hyperdense vessel. The CT scan from (B)(6) 2019 showed an occlusion of the left middle cerebral artery at the vessel origin and m1 segments with partial distal reconstitution of the m2/m3 branches. There was also a flow-limiting stenosis versus subocclusive thrombus seen at the right middle cerebral artery, m2 segment, inferior trunk, and insular branch. The CT scan from (B)(6) 2019 showed a lmca infarction unchanged from the prior study. There was no intracranial hemorrhage, mass, or mass effect. The ventricles were in normal size, there was a normal shift, and the bony calvarium was intact. The CT scan from (B)(6) 2019 showed an lmca artery occlusion at the origin of the m1 segment with reconstitution of distal flow via collateral circulation. The patient was discharged home with the goal to increase inr to 2.5-3.0.